Manufacturer narrative:
Device manufacturing date: 09-2015. Despite attempts to obtain details about the lens used during the procedure, no additional information was provided. The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lens came out of the inserter faster which resulted in capsule tear. Vitrectomy was performed and the patient was reported as "stable" post-op.additional information was requested, but was not provided.

Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found no defects. A functional test was performed using a sample lens. The lens loaded and delivered without difficulty. The lens did not exit the delivery device too quickly during functional testing.